Manufacturer narrative:
(B)(4). Returned for investigation a battery (p/n: 4000-9022-001, l/n: 18f22c0051). The sample was dropped off by the field service represen tative. The battery was installed into a known good ac3 for functional testing. The iabp powered up successfully with no alarm, all voltages were present (+5v, +12v and -12v) and within specifications. The battery load test was performed. The iabp was run on battery until the iabp shut down. The battery was then left to charge in the iabp for over 9 hours. The full charge of battery was 13.0 volts. The iabp gave a proper alarm when disconnected from the ac power. Pumping was initiated. The iabp alarmed the "less than 20 minutes remaining" approximately 77 minutes when running on battery power, "less than 10 minutes remaining" at 91 minutes, and "less than 5 minutes remaining" at 99 minutes. The iabp shut off approximately 105 minutes when running on battery power. Note: per operator's manual "the battery should be maintained at full charge whenever possible. Arrow international recommends that the iabp be kept plugged into a proper ac receptacle whenever possible including time when the unit is in storage or not in use. The power indicator will illuminate when ac power is present. The batteries should not be stored in a discharged state." A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of the pump losing power during transport is not confirmed. The returned battery passed visual and functional test specification. The battery was able to hold the charge for approximately 105 minutes when running on battery power along with the proper warning alarms. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power.

Event description:
It was reported that "the pump lost power during transport. There was no report of patient complications, intervention or swap out".

Event description:
It was reported that "the pump lost power during transport. There was no report of patient complications, intervention, or swap out."

Manufacturer narrative:
Qn#: (B)(4).